Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Based on event description, potential root cause is handling damage during use, i.e. Insertion of probe shaft inside guide channel with lateral movement. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device was is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Solero probe #1 ( the event with the 1st probe meets the criteria of a reportable adverse event as the procedure was prolonged for greater than 30 minutes). An angiodynamics global marketing manager reported an issue with two solero probes. During use of the first probe, the surgeon, against advice from ines caussin (angiodynamics' clinical rep), inserted the applicator through an instrument guide channel in an ultrasound head. In doing so, he inadvertently bent the ceramic tip as he manipulated the applicator and ultrasound head together. The probe was withdrawn and disposed of at that point. A second probe was opened and inserted through an instrument guide channel in an ultrasound head, again causing the ceramic tip to bend. The second probe was removed and disposed of as well. It was reported no error messages were received due to the bent tips. The treating provider determined to abort the microwave portion of the procedure and to treat the patient with a different mode of treatment. Once the probe had been put into the disposal bin, ines saw that the very point of the ceramic tip of the second probe (last 1mm approx.) Had been chipped off. Both surgeons looked carefully into the puncture point and below into track hole with echo but saw nothing there indicating the tip had remained inside the patient. It was determined the tip had broken off when disposed of in the disposal bin. The chip fragment could not be located. In neither case was the bend or damage of the probes associated with power delivery, only the mechanical interface between the needle and the ultrasound guide channel. Ines reported visually examining both ceramic tips and they were just bent. Not kinked nor detached. "Only" bent with a very discreet angle but however no more aligned. Ines confirmed that due to switching of the probes and needing to complete treatment with a different modality, the procedure time was extended greater than 30 minutes. There was no report of any harm or injury to the patient due to the bent tips. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.